Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead was dislodged and exhibited loss of capture (loc). As a result, this lead was capped and replaced. No additional adverse patient effects were reported.